Manufacturer narrative:
Follow-up #1 date of submission 12/02/2014-product analysis:the device was returned and evaluated by product analysis on 11/12/2014 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed an unexplained rebooting event. No damage to the battery compartment was found. Moisture was observed within the battery compartment. Leak testing revealed no pump case leaks. A battery cap was not returned; a test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Unrelated to the complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.